Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the fill estimate was inaccurate. Reportedly, the customer filled a cartridge with 300 units of insulin, and the insulin gauge displayed a fill estimate of over 150 units (+150). The customer's blood glucose level was 350 (mg/dl). At the time of the reported event, the customer declined to perform troubleshooting with tandem technical support.